Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had a car accident and received emergency medical assistance due to low blood glucose around (B)(6) 2015 with blood glucose of 26 to 29 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer used food and was given a dextrose injection to treat the low. The customer believes they over bolus for highs. The customer has been having highs of over 250 to 270 mg/dl for about a year. The customer uses the pump and insulin pen to treat the highs. The customer was wearing the insulin pump during the low incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.